Manufacturer narrative:
Results: the returned lantern was undamaged. Conclusions: evaluation of the returned lantern revealed an undamaged and functional device. During functional testing a demonstration pod8 was able to be advanced through the lantern without issue. The returned pod8 was attempted to advance into the lantern but the pod8 was unable to advance through the lantern due to the pusher assembly kink. Evaluation of the returned pod8 revealed that the pusher assembly was kinked. If the device is forcefully advanced against resistance, the pusher assembly may become kinked. During functional testing, the embolization coil was able to be advanced through its introducer sheath but unable to be advanced through a demonstration lantern due to the kinks on the pusher assembly. The root cause of the reported resistance was unable to be determined. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2019-02265 2.3005168196-2019-02266.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-02265; 3005168196-2019-02266.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod8s, lantern delivery microcatheters (lanterns), two non-penumbra guide catheters, and a guidewire. During the procedure, while advancing a lantern through the guide catheters in the target vessel, the physician encountered resistance; subsequently, the physician flushed the guide catheters, inserted the guidewire, and re-advanced the lantern but encountered resistance again. Therefore, the lantern was removed and while removing the lantern, the physician also encountered resistance. The physician continued the procedure using another lantern. While advancing the pod8 through the second lantern in the target vessel, the physician encountered resistance; therefore, the lantern and pod8 were removed. The procedure was completed using another pod8, five pod packing coils, and another lantern. There was no report of an adverse effect to the patient.